Event description:
It was reported that two different left ventricular (lv) leads were attempted, not implanted. The first lead was unable to advance through the target vein due to the patient's anatomy. The second lead became dislodged during slitting and the guidewire became stuck in the inner lumen of the lead. A new lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).